Event description:
It was reported that the patient presented for an implant procedure of a dual chamber pacemaker. During the procedure, the right atrial (ra) lead to be implanted exhibited failure to capture at multiple positions. The lead was not implanted and was replaced during the implant procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 ¿ previous report should have mentioned sensing issue.

Event description:
It was reported that the patient presented for an implant procedure of a dual chamber pacemaker. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The lead was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and sensing anomaly were confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination shows that the inner coil was over torqued in the connector region consistent with the procedural damage. Electrical test shows that the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported events was isolated to the over torqued inner coil which is consistent with procedural damage.